Event description:
A biomed reported he was told by (B)(6 )that the pca "gave too much dosage" and that it gave double the amount of drug it should have. He questions whether it was a programming error or a pump issue. There was no report of pt harm and medical intervention was not required. Although requested, no add'l pt or event details were provided.

Manufacturer narrative:
(B)(4). Although requested, neither the devices nor the logs were returned for evaluation. The root cause of the customer's experience could not be determined.